Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a raised and red rash under the lifevest. The patient was given a prescription from her physician. Follow-up indicated that the irritation was healing.